Event description:
It was reported that the customer was hospitalized, after she had high blood glucose at 458 mg/dl on (B)(6) 2015, which she treated with a shot. When she went to the hospital, her blood glucose was at 201 mg/dl. Customer was not wearing the insulin pump at the time emergency medical services were called. Customer stated she could smell insulin and noticed that the adhesive patch was wet with insulin. Customer stated that she was in the hospital for four days. Customer believed her insulin pump was not working, as her blood glucose went up to 600 mg/dl and had been in the 300 to 499 mg/dl range. She stated she did not treat for this and did not have a back up plan. Customer experienced the symptom of vomiting. Troubleshooting was performed. A bolus was shown for the incorrect date. Upon removal of infusion set from the body, customer stated she was unsure if it was bent from her peeling it off of her body of if it was under her skin like that. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.